Manufacturer narrative:
Updated data: patient weight was obtained. E. Initial reporter fax number. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the patient was reported to have ventricular fibrillation (vfib), with shocks administered over forty minutes to break the vfib. Ultimately, it was noted that the patient had an occlusion in the left main, which most likely played a role in the report of vfib. Coronary occlusion post transcatheter aortic valve implantation (tavi), deployment, can be related to valve positioning, calcification levels, and/or other patient anatomical effects. In this case, it was reported that it was caused by a piece of calcium blocking the left main. As a result, the left main was cannulated and a stent was implanted. This event does not indicate device misuse or malfunction. Updated data: h6- eval results code, eval conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, into a patient with heavily calcified anatomy, an echocardiogram showed the left ventricle was not performing appropriately. An angiography revealed the left main was not filling and the patient coded. It was reported the physician inserted an impeller device. Twelve shocks were administered to the patient over approximately forty minutes to break ventricular fibrillation and hospital staff cannulated the left main. A coronary stent was implanted in the left main to restore blood flow. Following valve implant, the patient was sent to the intensive care unit. Upon review of angiograms, it was noticed that a piece of calcium was the cause of the left main blockage. Per the physician, the cause of the blockage was not device related, but was related to the heavily calcified patient anatomy. It was reported one day following valve implant the patient had fully recovered. No additional adverse patient effects were reported.